Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that (B)(6) 2020 electrocardiograms (egms) showed the patient's fainting events were not recorded due to the device having reached 100% storage (B)(6) 2020. The recorded sessions displayed "continuous scrolling" or were "frozen". The storage was cleared and episodes were being recorded appropriately. The physician planned on continued use of the device. The patient was stable.